Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that after the pump was setup, the perfusionist (ccp) stated she could no longer adjust the roller pump occlusion (like it was jammed). The device was not changed out, as they used for case and sent to the user facility's biomedical engineer (biomed) for repair. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during priming of the cardioplegia circuit and when setting occlusion of the rollers, the perfusionist (ccp) was able to set the occlusion of the cardioplegia pump successfully, but she noticed the occlusion knob was fixed (jammed) in place and she was not able to un-jam the knob. The ccp used the pump during the case and she had no issue with delivery of cardioplegia. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.